Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on anterior side assessed as surgical damage and broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Both patterns along the same edge. Additional observations: crease is observed. Wear abrasion is observed.

Event description:
Patient reported left side rupture. Device has been explanted and replace with non allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data. Clarification to d.6b: explant date set as future date and explant surgery has not yet occurred.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and black particles material on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.